Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Field advisory numbers: 1627487-05242011-002-r, 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported a sjm representative met with the patient and found the patient's ipg does not communicate with external devices. The patient stated that he had turned his stimulation on high about a month prior and ran the stimulation until his ipg battery depleted. The patient stated he was unable to charge or communicate with his ipg after the battery depleted. The representative confirmed the patient's scs ipg does not communicate with external devices. Follow-up identified the patient had the ipg replaced. Effective stimulation therapy was reportedly resumed.